Event description:
The hospital reported that during preparation for a coronary artery bypass graft procedure, the first heartstring seal was "malformed" while loading into the delivery tube. The surgeon used a second seal but it did not deploy out the tube. A third seal was used to complete the procedure. Crack and unraveling of the seal was observed on the first returned seal. These failure modes have been determined to be reportable malfunctions.